Manufacturer narrative:
Describe event or problem corrected. Device lot number corrected from 0019888836 to 19638589. Device expiration date corrected from 10/31/2019 to 08/31/2019. Device manufactured date corrected from 10/27/2016 to 08/26/2016. Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shafts, balloon, tip and welds were microscopically examined. There was blood in the inflation lumen, guidewire lumen and balloon. The balloon was loosely folded. There were numerous kinks in the hypotube; however, there was no separation or break in the hypotube or shaft. Microscopic examination of the balloon revealed a pinhole in the balloon wall at the proximal end of the markerband with a scratch over the markerband. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that there was no shaft break as was previously reported. The issue reported should have been that the catheter was unable to cross the target lesion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 99% stenosed, 50 x 2.75 mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A 1.50 mm x 15 mm maverick²¿ balloon catheter was advanced for dilation. However, it was noted that the shaft was fractured. The device was simply removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.